Event description:
It was reported that there was an unexpected needlestick incident during a demonstration unit for the trial of the lancing device. During the demonstration, it was discovered that the device already contained a lancet drum. As a result, the customer was accidentally pricked by the device. The customer sought medical treatment at the hospital. During the hospital visit, blood samples were collected for testing, and preventive medication was administered because of the potential risk of infection from the needlestick exposure.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.